Event description:
Boston scientific received information that a red alert was triggered due to out of range shocking impedances involving this cardiac resynchronization therapy defibrillator (crt-d). The most recent information received confirmed that the right ventricular (rv) lead is a bsc lead and that daily measurements showed out of range shocking impedances. Noise was not observed on the rv shock channel. A data disk was sent for review to european technical services. At this time the system remains implanted.

Manufacturer narrative:
A review of the data disk showed several out of range shocking impedances. Technical services discussed that the when shocking impedances are out of range a possible lead issue could not be ruled out. At this time the lead and device remain implanted.

Manufacturer narrative:
Should additional information become available this event will be updated.

Event description:
--

Manufacturer narrative:
Subsequently additional information provided noted that this patient was seen for a follow up, out of range shocking impedances were seen in the daily measurements while some normal measurements were also revealed. This patient was discharged and no intervention was performed. At a later date another follow up was done and noise was seen on the right ventricular lead which was detected as ventricular fibrillation and ventricular tachycardia, and treated with anti tachycardica pacing and subsequently a shock successfully. The patient was once again discharged and no corrective action was performed. Finally at the most recent follow up a system revision took place. It was noted that the pacing/sensing portion of the right ventricular lead was a competitor lead, while the 0158 lead was being used for defibrillation only. It was also noted that insulation damage was seen on the pace/sense portion of the boston scientific right ventricular lead. The physician elected to cap and abandon the competitor lead, and repaired the existing boston scientific right ventricular lead. The device was replaced due to normal battery depletion, while the lead remains implanted with a new device. A boston scientific health care professional requested a possible explanation for out of range shocking impedances. A boston scientific technical services representative discussed that seeing high shocking impedances on the right ventricular channel in this case could be external interference at the hospital, and urged the health care professional to check any interference which may have occurred during the follow up. At this time no additional information was provided and the new device and previously implanted boston scientific lead remain implanted. Should additional information become available this investigation will be updated.

Manufacturer narrative:
The initial MDR report was incorrectly submitted with an alert date of (B)(6) 2010. The correct alert date was (B)(6) 2010. Additionally, this issue was reported and also captured in report numbers: 2124215-2010-16285 and 2124215-2010-10424.